Event description:
The complainant reported that there was an automated impella controller (aic) controller failure alarm that occurred during preparation. The user switched to another aic console. No patient was involved.

Manufacturer narrative:
The investigation for the reported aic - controller failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported confirmed the reported controller failure (event set #418), and there were onset purge pressure sensor voltage out-of-range errors. The console was tested on an engineering lab bench, but the failure mode was not reproduced. Purge pressure current and voltage were consistently in bounds as defined by alarm 418. The root cause of the controller failure was not determined because the failure mode could not be reproduced. This report is being filed as part of a retrospective review of historical records.